Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user temporarily disconnected from their device and subsequently experienced pairing failure between the ilet and a dexcom g7 cgm, while cgm readings continued to display in the dexcom mobile application. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no medical intervention, no hospitalization, and continued glucose monitoring via the cgm app. Investigation included customer education and troubleshooting steps such as device restart, sensor type toggle, and reentry of the pairing code, with guidance to allow additional time for reconnection and to call back if unresolved. Investigation of this case revealed a communication or connectivity issue limited to pairing between the ilet and the dexcom g7, with no sensor data failure and no pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication error consistent with user or environmental factors impacting bluetooth connectivity.